Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Regarding fixation the IFU states, "care should be taken to ensure that the mesh is adequately fixated to the uncompromised tissue of the inguinal floor. If necessary, additional fasteners and/or sutures should be used." If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol by the patient: on (B)(6) 2014 - following the discover of an asymptomatic right inguinal hernia during a colonoscopy the patient underwent repair. The hernia was repaired with a bard/davol perfix plug. On (B)(6) 2014 - three months after implant the patient reports the mesh had "fallen out" and was causing pain. The patient reports being evaluated by three different doctors and was treated with pain medication. On (B)(6) 2016 - the patient returned to the surgeon who implanted the device and was given the options of pain injections or surgical exploration. The patient chose surgery and underwent laparoscopic exploration. At this time the patient reports that the surgeon noted the mesh to have "fallen out". The mesh was removed completely and replaced with an unspecified mesh device. The patient reports the pain has decreased; however, is still present.